Event description:
A surgeon reports that during intraocular lens (iol)implant surgery, he noticed a 'defect' in the optic after the iol was placed in the eye. The iol was removed and replaced. Sutures were required.